Event description:
Needleless connector cap stuck on PICC [peripherally inserted central catheter] lumen. Tried several times to remove and used orange tourniquet to attempt to remove but could not. Nvat [nursing vascular access team] consult placed. Nvat changed cap.